Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the arctic sun device received an alarm 115 (prolonged warm water exposure) and the arctic sun device stopped when the patient was under the rewarming phase end. The patient temperature was 32.3c, rewarm from 35.0c with the rate 0.12 c/hr, the target temperature was 37.0c, the water temperature was 40.8c and the flow rate was 2.4 l/m. There was a good fit to arctic gel pads with two temperatures correlating. The patient was on 3 pressors and continuous renal replacement therapy (crrt). The warmer was not in use. The high water temperature was set to 42c. Ms&s explained it was a safety alarm and skin under the arctic gel pads should be assessed. Ms&s recommended discussing with the managing director (md) regarding the use of warmer on continuous renal replacement therapy (crrt) and other interventions to assist with warming. Per follow up via nurse on 04nov2020, the nurse stated that was patient related temperature issues. It was confirmed the patient completed the therapy and the arctic sun device was moved so, the nurse was unsure of the serial number.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device received an alarm 115 (prolonged warm water exposure) and the arctic sun device stopped when the patient was under the rewarming phase end. The patient temperature was 32.3c, rewarm from 35.0c with the rate 0.12 c/hr, the target temperature was 37.0c, the water temperature was 40.8c and the flow rate was 2.4 l/m. There was a good fit to arctic gel pads with two temperatures correlating. The patient was on 3 pressors and continuous renal replacement therapy (crrt). The warmer was not in use. The high water temperature was set to 42c. Ms&s explained it was a safety alarm and skin under the arctic gel pads should be assessed. Ms&s recommended discussing with the managing director (md) regarding the use of warmer on continuous renal replacement therapy (crrt) and other interventions to assist with warming. Per follow up via nurse on 04nov2020, the nurse stated that was patient related temperature issues. It was confirmed the patient completed the therapy and the arctic sun device was moved so, the nurse was unsure of the serial number.